Manufacturer narrative:
Correction: (UDI #) if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic segmentectomy procedure. The stapler was being applied to the lung. The reload did not close at all. The stapler was able to fire. In order to resolve the issue and complete the case, replaced with a new reload. There was no patient harm. The patient outcome is reported as alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the anvil could not be closed completely on the initial clamping stroke. This was an indication that the loading unit anvil was deformed at the clamping feature. Functionally the loading unit was loaded into a post market vigilance instrument, the interlock was override and applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.